Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had not crossed the pre-exchanged orders. The customer reported that this malfunction occurred during the dispensing of medication and pre-exchange new orders, and missing doses was not crossed for patient, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pre-exchanges and missing medications did not transfer across systems as expected. A technical support specialist (tss) identified that three new orders had crossed successfully, but none were associated with specific medication or timestamped. The tss advised opening a case with rxframeworks to validate whether the expected orders were crossing correctly. The internet protocol (ip) address and port details, where the orders should be received, were provided to the customer. Tss also recommended contacting the it help desk for further assistance. The customer confirmed understanding and agreed to close the case. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had not crossed the pre-exchanged orders. The customer reported that this malfunction occurred during the dispensing of medication and pre-exchange new orders, and missing doses was not crossed for patient, resulting a delay. There were no adverse events or injuries reported based on this event.